Event description:
It was reported that an infection and erosion occurred. The lead was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion was received. Analysis was performed and no anomalies were found,visual summary analysis of the lead indicated apparent explant damage,visual summary analysis of the lead was performed only. Product ID: d314trg, implanted: (B)(6) 2013; product ID: 694765, implanted: (B)(6) 2009; product ID: 5076-52 implanted: (B)(6) 2009. (B)(4).